Manufacturer narrative:
(B)(4). Date sent: 7/13/2023. D4: batch # 105c81. Investigation summary. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the switch actuator post was found to be broken, resulting the switch actuator stuck on the activation button; which lead to the device unintentional activation and the knife could not return automatically. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 105c81, and no non-conformances were identified.

Event description:
It was reported that after closing the jaw, the device fired automatically. Then noted the knife could not be reversed. Used manual override to remove the device. Change another one to continue the procedure. There was no patient consequence reported.